Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during the routine appointment 3 electrode channels with high impedances and 2 further additional short circuits were found. Previously there were 3 short circuits and all three electrode channels were switched off. The pt is having only 5 usable electrodes.